Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient experienced pain at the ipg site. It was noted that the patient had lost weight since implant. Surgical intervention was undertaken on (B)(6) 2022 in which the ipg was explanted and replaced in a different location, resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.